Event description:
1.5 hours into procedure, noticed patient's left ear was swollen and skin was blistered and warm. The epidermis started to slough off. We covered the ear with a saline soaked gauze. Silver sulfadiazine applied at the end of case.